Event description:
The hcp reported, the pt required removal of bilateral dbs sys implants due to complications from infection; both systems had been removed due to infected hardware. The right-sided sys was explanted in 2008, and the left-sided sys was removed ten days later. Review of consultation notes shows that subsequent to explant, his condition had deteriorated; he had worsening dystonia and had suffered aspiration pneumonia, hypoxia, and mental status changes. While being treated with antibiotics, the pt was taken off of antidepressant medications and had been significantly depressed with suicidal ideation. Post-explant, the pt had also received physical and occupational therapy; he experienced extensive body spasms throughout the day and received treatment with medications. At follow-up in 2008, symptoms of muscle spasms, posturing and dystonia motion were noted. The pt had good muscle strength and was alert and followed commands. A limited medication list showed treatment with flexeril, baclofen, artane, and clonazepam, ambien, oxycontin, habitrol, linezoid, neurontin, tylenol and ibuprofen. The pt had "failed with deep brain stimulator" therapy and injections with botox would be considered. The hcp reported on 03/05/2008, it was unk if the pt continued to receive antibiotic therapy; he was being managed with oral medications for dystonia. It was unk if a dbs sys would be re-implanted. Refer to MFR report #6000153200800133, #6000153200800786, and 3004209178200801577.